Event description:
A (B)(6) year old male patient contacted zoll to report constant check te pad messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages) has been confirmed. Upon evaluation, there was an open pulse wire between the distribution node (dn) and ecf electrode b. The cause of the heck te pad messages is the open pulse positively identified but is likely excessive force placed on the cable. No adverse event resulted form the damaged cable and wires. The patient received a replacement electrode belt.